Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Visual inspection of the returned device confirms stains on the part. A review of the device history records for the listed batch confirmed that all appropriate manufacturing and inspection steps took place. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a single use, patient specific instrument; possible causes could include but not limited to design, feature, or failure mode. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery it was required to switch to standard instruments (back-up) and to change rotation given that the femur presented a greater external rotation than expected. The block fit on femur side was questionable as well. No injury reported.